Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. The balloon inflated clear and concentric with 1.3cc air and the balloon remained inflated for 5 minutes without leakage. Continuity testing was performed on the distal and the proximal circuits and there were no open, intermittent or short conditions observed. No visible damage to the catheter body, balloon, balloon windings or returned syringe was found. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.